Manufacturer narrative:
Updated sections: g4, g7, h2, h3, h6, h10. Correct h-6 device codes: corrected from "detachment of device or component 2907" to "break 1069" trackwise # (B)(4). The device was returned to the factory on 03mar2020. An investigation was conducted on 18mar2020. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the heater wire. The heater wire was observed to be slightly flexed away from the center of the hot jaw but remained attached at the tip and base. The clear silicone insulation on the cold jaw was observed to be peeled and detached. The silicone on the hot jaw was intact with no visual defects observed. The jaws were observed to be intact with no breaks. No other visual defects were observed. Based on the returned condition of the device, the reported failure "peeled" and analyzed failure "material twisted/ bent wire". Were confirmed. The reported failure "break" was not confirmed. Specific actions for the reported failure mode "peeled" and analyzed failure mode "material twisted/ bent wire" are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cutting tool broke. Insulation separated from the tip. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cutting tool broke. Insulation separated from the tip. A replacement device was used to complete the procedure. The hospital did not report any patient effects.